Event description:
It was reported that, during surgery (after nail was inserted and when surgeon was making incision for lag screw), dr informed me that he was unable to lock the targeter when the tissue protection sleeve for the lag screw was inserted at the 125 degree ccd. We proceeded to finish the surgery without locking the tissue protection sleeve for the lag screw. No adverse consequences to the pt and the delay was less than thirty seconds. After the surgery, rep noted that knob could lock when the tissue protection sleeve was not inserted; however, not with the sleeve inserted.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l devices: targeting sleeve gamma3 180, 1320-0118 lot unk. Target device gamma3 300x160mm, 1320-0100 lot unk.